Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012793850 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, on the spiral array segment the guidewire lumen was observed to be kinked at 0.41 in from the distal tip. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was performed. Prior to the guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution. During device compatibility inspection, resistance was observed during insertion/retraction of the guidewire. The guidewire was observed to be stuck. An attempt to insert the guidewire from the distal tip failed, using calibrated pin gauge, only 0.030 " calibrated pin gauge has been able to be inserted. Verification of steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in b oth directions. No anomalies were observed. Verification of sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. During inspection of the array segment, the preformed distal tip's hole ID measurement (distal segment) was observed to be 0.030" using a calibrated pin gauge (specification is 0.035in±.002). In conclusion, the catheter failed the returned product inspection due to a kinked guidewire lumen in the spiral array and a narrow inner dimension of the guidewire lumen hole's distal segment on the tip of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, during preparation of the loop catheter the doctor had issues passing the competitor guidewire through the distal end of the loop catheter. A different competitor guidewire was used, but same issue occurred. The loop catheter was replaced, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.